Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(4) 2018. It was reported the explanted catheter would not be returned to the manufacturer, as the hospital does not release explanted product.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8780 l, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 440 mcg/day. It was reported the representative was with the patient in the emergency room (ER) for pump interrogation. The patient had increased spasticity. The representative stated the logs were normal. The change in therapy/symptoms was considered sudden. No further patient complications were reported. Additional information was received on (B)(6) 2018 from a consumer (patient¿s mother) and health care provider (hcp) via the representative. It was reported the cause of the increased spasticity had not been determined. No interventions or actions had been taken. The issue had not been resolved. The representative stated the initial report came from the patient¿s mother. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was reported a dye study was attempted on (B)(6) 2018, and the physician was unable to aspirate cerebral spinal fluid (csf) from the catheter. On (B)(6) 2018 the catheter was surgically revised. The existing catheter was replaced. It was reported the cause of the complaint was determined; the catheter had slid out of the patient's intrathecal space, and was coiled in the spinal incision pocket. The issue had been resolved. No further patient complications were reported.